Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Upon return, the device had no telemetry and was unable to be interrogated, and the data was insufficient to obtain battery status or memory download. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. The battery analysis determined that the battery status was at beginning of life with multiple resets. The data showed that the battery was giving off more heat than expected, and found a short that was internally depleting the cell. This internal short in the battery was determined to be the cause for the battery depleting faster than expected.

Event description:
Supplemental report is being sent with analysis details.

Event description:
It was reported that this pacemaker patient was experiencing syncope with their heart rate around 30 bpm, and when checked the device was unable to be interrogated. A surface EKG was performed and tried to get a magnet response, however they were not able to see pacing. The patient was transferred to the emergency room, where the field representative was still unable to interrogate. It was noted that the patient was seen three months ago, and the device had not reached replacement indicator. However, it was assumed that the device was now depleted. The device was explanted and replaced due to premature battery depletion. No additional adverse effects were reported.